Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
During a company representative site visit with the surgeon and the patient minimal sub-surface nano glistenings and grade 1 glistenings were observed. The patient has no issues or complaints. The patient's vision is very good. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. The provided photos were reviewed by a company representative: pictures represent pseudophakic eye. Opacified spots are noted but it is difficult to determine the nature of them. One of the pictures showed red reflex with no observed other eye pathology. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).